Manufacturer narrative:
Additional information: d9 (product received on). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: it was reported that the basket of a 'ncircle delta wire tipless stone extractor' would not open or close during a ureteroscopic holmium laser lithotripsy procedure. The device was tested prior to use and confirmed the basket closure functioned as intended. The device was used two times during the procedure and was able to remove stones successfully; then the user found that the basket would no longer open or close. The user changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex g). Investigation evaluation: it was reported that the basket of an 'ncircle delta wire tipless stone extractor' would not open or close during a ureteroscopic holmium laser lithotripsy procedure after two uses. The device was tested prior to use and confirmed the basket closure functioned as intended. The device was used two times during the procedure and was able to remove stones successfully; then the user found that the basket would no longer open or close. The user changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One used 'ncircle delta wire tipless stone extractor' was returned for investigation. Functional testing shows the handle would not open the basket formation. Visual examination noted the basket sheath was smashed 4mm from the distal tip. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] supplied with the device did not provide any information related to the reported issue. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was deformed at the distal end and also deformed 4 mm from the distal end. The provided information stated the device initially functioned to remove stones. It is possible that procedural related issues such as the size, shape, and/or location of the stone resulted in the damage to the basket sheath. No procedural factors were known, therefore the cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an 'ncircle delta wire tipless stone extractor' would not open or close after 2 uses. After a holmium laser lithotripsy procedure, the device was tested prior to use and confirmed to function normally. It was used twice during the procedure to remove stones, then the user found that the basket would no longer open or close. The user changed to another same device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: customer postal code=(B)(6). E3: customer occupation = unknown. G4: PMA/510(k) # = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.